Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx0055 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter leaking in use. It is a hole direct after the suture wings on the catheter. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx0055 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter leaking in use. It is a hole direct after the suture wings on the catheter. No other information was provided.